Event description:
Inserted double lumen peripherally inserted central catheter (dl PICC) line in right upper arm (rua) cephalic. Sherlock showed bullseye and went down with top (electrocardiogram) EKG showing, however, repositioned sherlock, tried several times to trouble shoot and unable to get yellow EKG reading. Got a radiography (cxr) for placement. Chest x-ray had to be used to clear line rather than with 3cg technology.